Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The device was returned with one clip with gap and two conforming clip inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. It could not be determined what may have caused the received malformed clip. In addition, the device locked out as intended but the orange indicator was visible at 10th firing sequence thus, it over traveled. This finding is not related with the incident reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip was malformed after several firings. Another device was used to complete the case. There were no adverse consequences to the patient.